Event description:
Customer alleges discrepant results with meter compared to lab: inr results: date: unk, inratio: 3.4, lab: 5.75, hospital lab: 6.56. Prothrombin time (pt) results: date: unk, inratio: 33.5, lab: 35.2, hospital lab: 68.3. Pt's target therapeutic range is 2.0-3.0. Customer estimated that results were done on about (B)(6) 2011, but noted that she did not know how much time passed between each result. As much as 1 day may have passed between any of the given results.

Manufacturer narrative:
Investigation pending.